Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe abdominal cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), back pain ("back pain when not menstruating"), dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), migraine ("migraine headaches"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, migraine, alopecia, dysgeusia, arthralgia and weight increased had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, menorrhagia, migraine, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff has not yet undergone surgery to remove the essure micro-inserts, and still suffers o this day from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: confirmed full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 24-feb-2020: this case was found to be duplicate of case (B)(4) and will be deleted, all information, source document, references from this case were transferred to case (B)(4) no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.